Manufacturer narrative:
The customer¿s report of a leaking IV set was confirmed. Microscopic inspection was performed on the pump segment and upper and lower fitments. A small tear was noted in the silicone tubing just below the upper retainer ring. There were no signs of damage to either fitment. Functional testing was performed; no leak was observed while emptying the set upon receipt or when re-priming or during gravity flow, however during a test pump infusion a drop of fluid was noted to have formed around the edges of the tear. Pressure testing confirmed a drop of on the edge of the tear. The cause of the leak was determined to me a small tear in the silicone pump segment. The root cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an unspecified infusion this set leaked below the lower insertion point into the pump. There was no report of patient harm.